Event description:
It was reported that dr. Indicated allergic reaction. The patient went to the doctor because of the missing tooth on the upper left no. 4. After the examination, a dental implant surgery was performed. One 4.1*11.5 zimmer tsv implant was implanted. In the later stage, the patient reported that there was redness and swelling around the implant site, and it was accompanied by pain. When he came to the hospital for examination, it was found that the patient was allergic, and the patient requested to remove the implant. Symptoms: pain, edema, redness and swelling around the implant site. Tooth site # 12.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use. The implant matched prints where measured. No apparent malfunction was noticed with the implant, that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), smoker, inadequate oral hygiene. The reported device was located on tooth # 24 (fdi) and was used for approximately 1 month, 14 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63850010). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#(B)(6)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63850010) for similar events and no other complaint was identified. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (allergic reaction) or product (tsv4b11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.